Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2018, when she woke up in the morning, her infusion set's tubing detached from the tubing connector, while sleeping. This issue occurred twice. The site location was at the patient's right hip and the pump was laid on the bed. The infusion had been in use for a day. Reportedly, the infusions were stored on the dresser, in patient's room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned used device (3 tubing's), it was found that the tubing's were detached from the tubing connectors. No further information available.